Manufacturer narrative:
The suspected power cord was returned to philips, and the evaluation was performed. The technician documented the following conclusion/root cause, "tech verified that there is physical damage in the way of exposed wiring in the strain relief portion of the connector that connects to the unit. Due to the radius of the bend noted in the strain relief portion of the power cord the product investigation lab (pil) tech suspects that the strain relief portion of the power cord was bent beyond its intended physical limitations. The pil tech verified that the power cord passes the electrical safety testing noted in the v60/v68 plus service manual. However, due to the noted damage in the strain relief portion of the power cord in the way of the exposed insulated wires, the power cord is faulty and was replaced appropriately."

Manufacturer narrative:
E1: reporting address state: (B)(6) reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a damaged power cord. There was no patient involvement when the issue occurred. No patient or user harm reported. During service, a philips se observed that the power cord had damage in the coating. The se replaced to power cord to resolve the issue.